Event description:
The fixator m111 was applied for arthrodiasis of 1st mpj. At the end of the pt's treatment, two pins broke. The pt returned to the doctor's office and he removed the fixator. The two broken screw pieces were left in the pt and another surgery to remove them was scheduled for 2004.